Event description:
It was reported that during a procedure at the user facility the cap on the gun is not able to screw in properly so they were not able to get the cement out the gun and therefore it had to be applied by hand. The procedure was completed by placing the cement by hand without a clinically significant delay; no medical intervention or adverse consequences have been reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a procedure at the user facility the cap on the gun is not able to screw in properly so they were not able to get the cement out the gun and therefore it had to be applied by hand. The procedure was completed by placing the cement by hand without a clinically significant delay; no medical intervention or adverse consequences have been reported.